Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the end of a procedure, an attempt was made to export saved analyzer measurements from the programmer to the implantable pulse generator (ipg) but the application crashed. After a restart and pairing all the components, the issue was resolved. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis of the programmer logs confirmed that the programmer application crashed. If information is provided in the future, a supplemental report will be issued.